Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was explanted as it was part of a system that was explanted due to an endocarditis. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. Upon receipt at our post market quality assurance laboratory it was confirmed that the device was functioning normally, and no problem was detected.

Event description:
It was reported that this device was explanted as it was part of a system that was explanted due to an endocarditis. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory it was confirmed that the device was functioning normally, and no problem was detected.